Manufacturer narrative:
(B)(4). Pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the delivery accuracy test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 653 mg/d. Customer went to the hospital on (B)(6) 2017 after 10 pm. Customer treated their high blood glucose level via short long lasting insulin. Customer¿s current blood glucose level was 487 mg/dl. Customer experienced bruising on their body and they were using coumadin before the hospitalization. Customer was wearing the insulin pump at the time of the hospitalization.